Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 reported event of inner shaft broken/detached. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the mid bile duct during a stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a 5 cm malignant lesion. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During stent deployment, the physician attempted to reconstrain the stent for repositioning when the inner catheter broke. Reportedly, the outer sheath was damaged and the physician was not able to reconstrain the stent. The partially deployed stent and the endoscope were removed together from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device was returned to the complaint investigation site with the stent partially deployed by 40mm over the tip. A visual examination found that the outer sheath was kinked and accordioned, 15mm distal to the reconstrainment band. Due to the condition of the returned device, reconstrainment was not possible. During the product analysis, the stent was deployed without issue and it was then noted that the inner shaft was also kinked at various positions along its length. The dark blue outer sheath was also kinked at various positions along its length. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the mid bile duct during a stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was being used to treat a 5 cm malignant lesion. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During stent deployment, the physician attempted to reconstrain the stent for repositioning when the inner catheter broke. Reportedly, the outer sheath was damaged and the physician was not able to reconstrain the stent. The partially deployed stent and the endoscope were removed together from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.